Event description:
It has been reported to co that the balloon of this device broke during prep. Reportedly, holes were detected in the balloon. There was no pt involvement. The device is being returned for co's analysis.